Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right-side capsular contracture, baker grade IV, implants are "swollen" and have caused anxiety. Patient also reported "rheumatoid arthritis, hashimoto's thyroiditis, joint pain, back issues, hair loss, a random rash that comes and goes," "they have gained an additional "25-30lbs that is unexplainable,". Device remains implanted.